Manufacturer narrative:
Incident sample has not yet been received for evaluation. The device history record could not be reviewed without a lot number; however, the production history for this product code was reviewed finding no similar observations by the quality systems auditor. The user facility reported that the patient had a flat plate radiograph on september 30, which showed "no radiographic form body was demonstrated". Nursing staff had not seen the remaining piece when assessing the patient's stools. A follow-up report will be sent if additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
It has been reported by a customer that a (B) (6) woman had 2 low profile mic-key gastrostomy tubes come apart approximately one-half inch below the disc that sits on the abdomen. The tubes were in place for 2-3 weeks. In both incidents, the remainder of the tube migrated into the stomach. In the first incident, the piece was retrieved with hemostats. In the second incident, the piece could not be retrieved. The user facility reported that the patient had no adverse reactions as a result of this incident. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility, where the incident occurred. This product incident is documented in the kimberly-clark complain database (B) (4).